Event description:
It was reported that the customer had lost the battery cap of the insulin pump. Customer stated that the pump was receiving a no delivery alarm. Customer reported that she has been off the pump for 1 week. Customer was advised that a battery cap will be sent to her. Troubleshooting was offered, but the pump was not capable of working without the battery cap. Customer was advised to call back once they receive the battery cap to troubleshoot for no delivery. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.